Event description:
It was reported that during the procedure, the 4.0 x 12 mm promus stent system was advanced into the patient anatomy and an attempt was made to deploy the stent. The balloon was inflated using a non-abbott inflation unit which showed the balloon was inflated to 14 atmospheres; however, under fluoroscopy, no inflation of the balloon was noted. The promus stent system was removed from the patient anatomy. Three additional promus stents were then deployed using the same inflation device. Once the procedure was completed, a syringe was attached to the 4.0 x 12 mm promus stent system and the balloon was able to inflate. There was no adverse patient effect and no clinically significant delay. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It was not possible to perform a thorough analysis on the 4.0x12mm otw promus stent delivery system (sds) because it was not returned to abbott vascular for investigation. Difficulty inflating the sds can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, contrast concentration, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation and deflation. Return of the promus sds and indeflator used during the procedure may have assisted in the investigation and determination of cause for the reported difficulties. However, it was reported that after the sds failed to inflate and the device was removed from the patient, a syringe was attached to the sds and the balloon was able to inflate. This suggests that there was likely an insufficient connection between the sds and inflation device and not a product quality deficiency. A review of the lot history record revealed no associated nonconforming material records for the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for inflation issues. There is no indication of a product quality deficiency.